Event description:
Provider states when the chair is in neutral the joystick will not show neutral. Consumer advised that he was going up his ramp and when he tried stopping the chair it would not stop.

Manufacturer narrative:
The device was evaluated by the returns department and it was found there was liquid ingress on the controller/joystick/options.